Manufacturer narrative:
This product is registered as a combination product. As received, a partial lead (connector end) was returned in one piece measuring 32.4cm/31.9cm (inner insulation and inner coil/outer insulation and outer coil). Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression at 10.9cm to 11.0cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.